Event description:
A report has been received of a possible bloodline tubing twist or kink on the arterial line of the bvm combiset bloodline. Reportedly, the incident occurred while a patient was receiving hemodialysis and a nurse noticed that a twisting of the bloodline occurred behind the bvm door at the point of where the line connects to the cuvette. Product appears normal during set up but when it warms up twisting occurs. Although there is pt involvement, there was no injury to the pt. Also it was reported that the facility had thought the event was related to the access as no blood would pull. Samples are available for an evaluation.

Manufacturer narrative:
(B)(4).